Event description:
A customer reported to a ge field engineer (fe) that a patient fell off the omega v table of the innova 2000 system. Reportedly, the patient was properly loaded onto the table and was still on the plastic slide sheet, which the customer used to transfer the patient to and from the omega table from the stretcher or bed. At that point, an armrest board needed to be installed on the patient right's side. The patient was asked to roll over to her left side to help facilitate the installation. Based on the account from the customer, the fe understood that the patient slowly slid off the table and fell to the floor gently with the support of the hospital staff. At the time of the incident, the tabletop was over-extended toward the head end and was said to have moved rotationally. The fe advised a hospital staff member to keep the tabletop at midway over the table base to minimize forced rotation of table. The fe then cleaned the table brakes as well as the table plate surface using sand paper and degreaser. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.